Event description:
The pt, a 9 y/o iddm, took his morining insulin at 6/a on 4/8, tested and obtained a blood glucose result on his meter of 75 mg/dl then ate a breakfast of cereal and an apple. At a 8:30/a scheduled dr's appointment, his meter was compared with the dr's one touch ii and the lab with results of 200, 420 and 600 mg/dl respectively. The pt was admitted to the hosp at 9:30/a for "unacceptable blood glucose levels." It is unknown to the reporter what type of treatment was provided. Although the meter is reportedly cleaned according to MFR's recommendations, no quality control tests are performed which could detect potentially inaccurate results. Calibration status is unknown at this time.

Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manfacturing process. At this point, co considers this matter closed. H6- batch record review.